Manufacturer narrative:
Device was explanted on (B)(6)-2023 upon receipt, the lead under complaint was found cut approximately 17.7 cm distal to the df4 connector pin into two fragments. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis showed that the insulation in the distal end region of the distal fragment was found rubbed through, which is assumed to be the root cause of the observed oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Noise was seen on home monitoring. It has been determined that the lead is fractured. No adverse patient events were reported. Device currently remains implanted. Should additional information be received, this file will be updated.